Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had experienced flickering image and blackout during set up/inspection for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full name and address. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.